Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain, menometrorrhagia, uterine fibroid, stress urinary incontinence, and hypermobile urethra. The procedure performed was a trans-obturator tape and laparoscopic supra-cervical hysterectomy. In (B)(6) 2007 the patient underwent an additional procedure for dysmenorrhea, pelvic pain, and pms pelvic cramping status post supracervical laparoscopy hysterectomy. The procedure performed was an operative laparoscopy with adhesiolysis, bilateral salpingo-oophorectomy and trachelectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain, menometrorrhagia, uterine fibroid, stress urinary incontinence, and hypermobile urethra. The procedure performed was a trans-obturator tape and laparoscopic supra-cervical hysterectomy. (B)(6) 2007 the patient underwent an additional procedure for dysmenorrhea, pelvic pain, and pms pelvic cramping status post supracervical laparoscopy hysterectomy. The procedure performed was an operative laparoscopy with adhesiolysis, bilateral salpingo-oophorectomy and trachelectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.